Manufacturer narrative:
It was reported on the 14-jan-2019 to the arjo representative that there was an incident with a maxi twin lift and passive clip sling. During the transfer from the bed to the wheelchair the left shoulder clip detached from the device. As the consequence of the event patient sustained "non-commotional cranial trauma". After the event there was an evaluation made by arjo technician. The lift and the sling were in a good condition. There were no malfunctions defected. There was only a folding on the lift anti-oscillating bracket of the scale which could not contribute to the event. According to the arjo technician visual evaluation the lift and the sling were in a good condition. There were no malfunction defected and both devices did not show any abnormalities. Although the label of the sling was unreadable it was stated that this accessory was manufactured in october 2013, therefore it had over 5 years. The instruction for use (IFU) for the passive clip sling (max81785m-int-issue-5, november 2011) contains information about correct attachment of sling clip to the spreader bar and warnings: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "The slings should be checked before and after use with each resident and, if necessary, washed according to instructions on the sling." "Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position. " the instruction for use (IFU) for maxi twin passive lift (04.kt.00_17en, 12/2017) provides patients with instructions and warnings: "pre-inspect of the sling prior to use. If any part is missing or damaged - do not use the product!" "To avoid injury, only use arjohuntleigh slings specified in these instruction for use. To select correct sling size follow the specific sling instructions for use." Based on the extracts mentioned above from the instructions for use,in case of any doubts about sling safety and/or in case of any visible signs of fraying, tearing and damage (like cracking, bending, breaking) or the label which contains information about proper washing and drying methods and all necessary manufacturing details is unreadable, the sling should be excluded from use. According to all information gathered during investigation it lead us to the conclusion that regular use of the sling has led to wear of the sling and specially of the clip which detached from the device spreader bar during patient transfer. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. In this case normal wear of product resulting from long-standing use of device could contribute to the event. When reviewing the reportable events for maxi twin lift, we have found a number of cases related to this type of event: clip sling detachment during transfer. To conclude, the system - passive clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift and the sling that could cause or contribute to the event however, the clip detached from the spreader bar device and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the risk of serious injury during transfer upon reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported on the (B)(6) 2019 to the arjo representative that there was the incident with the involvement of passive clip sling and the maxi twin lift. It was stated that during patient transfer from bed to the wheelchair the left shoulder clip detached from the device. As the consequence of the event the patient fell on the ground and sustained excoriated skin and bruising on the head.